Event description:
It was intially reported to boston scientific that during the procedure when the physician attempted to push the gdc 18-3d 3d-shape synerg detection circuit in the microcatheter to treat the lesion, felt something abnomal. The physician checked and found that the shape of the coil was not normal. No complications with the patient were reported to have occurred during this event. On analysis of the device in october, 2003, it was noted that the main coil had separated from the pusher wire at the detachment gap, seubsequently making this event a medical device report (MDR).